Event description:
The customer reached into a box of lancets, and was stuck by an uncapped lancet. She looked inside the box for the cap and did not find one. The customer called her doctor and was waiting to hear back from him. The lancer will not be returned as it is a used sharp.